Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/10/2024, an ilet user reported a low blood glucose (bg) event after their cartridge fell out of the ilet pump. They reinserted the cartridge without disconnecting the tubing, which may have pushed insulin through the tubing. The ilet registered a bg of 40 mg/dl, but a fingerstick reading was 90 mg/dl. The user treated the low bg with 30g of carbs, and their bg rose to 280 mg/dl. They also ate lunch around this time. The user confirmed that the ilet seemed to be functioning normally afterward and planned to monitor their bg. No further issues were reported. The user did not require medical intervention, and no immediate health effects were experienced during the event.